Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 6022118 were reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the pump had alarmed, displaying a downstream occlusion message on the screen. It was connected to a patient when the error occurred. The patient checked for kinks in the tubing but found none. The patient restarted infusion, and it contained a partial volume of infusion within the cassette at the time of disconnection. The continuous infusion rate was 2.2 ml/hr, and the total reservoir volume was 101 ml. The air detector and upstream sensor statuses were not specified. The infusion lasted for 46 hours, and the lock level was set to locked. A syringe was used to prime the extension tubing. No patient harm/adverse event reported.